Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
On three separate occasions with unknown lot numbers, the hub of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheters fell off. It is unknown how long the catheters were in place. The catheters were replaced. According to the initial reporter, the patients did not experience any other adverse effects due to this occurrence